Event description:
It was reported by a customer on (B)(6) 2011 the physician claimed the whole fiber burned and the fiber cap detached at 9,535 joules. Per the customer, the fiber cap was retrieved. No pt injury was reported.